Manufacturer narrative:
(B)(4). Thorough sample analysis could not be performed and no specific conclusions can be drawn. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional pertinent information becomes available a follow-up report will be filed. Note: this case is being filed for catalog number 7b3215, which is a low pressure backcheck valve that is only sold in (B)(6); however, the backcheck valve contains a female luer lock check valve component which is used in the product of other IV administration sets sold in the u.s. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on additional information and details provided in another complaint case, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B. Braun has conducted a retrospective review for all complaints of a similar nature in accordance with internal procedure (B)(4).

Event description:
As reported by user facility: reports while using bcv, blood had leaked from the line due to an inoperative valve. Doctor changed the valve with a new one and discarded it. No patient injury.